Event description:
It was reported that there was diminished fiber vaporization. There was no report of injury as a result of this issue. The MFR is filing this report based on analysis results of the returned device, rather than based on the reported issue of diminished fiber vaporization.

Manufacturer narrative:
The fiber was subsequently returned to the MFR and analyzed. Failure analysis disclosed that the fiber cap was fractured and partially broken off at the distal to the glue zone. The cap condition would result in forward firing of the firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber.